Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced hyperglycemia with a highest recorded glucose of 289 mg/dl and out-of-range glucose for approximately six hours, during which the device alerted for high glucose and a total of 4.384 units of insulin were delivered via boluses; troubleshooting and education were provided, and a supply change was advised. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint assessment and user education. Investigation of this case revealed that no device malfunction was identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.